Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should samples or additional information become available a follow-up will be submitted.

Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a breach in aseptic technique, specifically, did not wear a mask and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient began dianeal pd2 ultrabag (B)(4) lot number 1202008 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was ongoing. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same date. On (B)(6) 2012, the patient began remedial therapy with vancomycin (1gm initially IV) and merpenem (500mg ip twice daily for 14 days). The peritonitis was reported to be resolving. It was not reported if retraining was performed.